Event description:
During a clinic follow-up, a decrease in the longevity of the device was observed and premature battery depletion was alleged. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was at end-of-service voltage level and was in backup mode. Analysis of the device image indicated an error has occurred within the device, which gradually drained the battery until the device turned into power reset mode. After replacing the battery and reloaded the product code, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. The anomalous error and backup condition could not be reproduced.